Manufacturer narrative:
The drive tip broke in the screw and quickly was retrieved and caused no surgical delays or effects on patients. The surgeon had bottom out the screw and had kept torquing the screw driver, the driver was stuck between the tulip of the screw and patient bone with the additional torque caused undue stress on the driver tip.

Event description:
It was stated that "the instruments broke with normal use. One driver locked on the t-handle while implanting a screw and the other driver tip broke while implanting a screw. They were implanting the first sai screw when the t-handle seized up on the driver after the screw bottomed out and they couldn't get it off. The second driver was then used to implant a second sai screw and as it bottomed out, the tip of the driver broke off. They were able to retrieve the piece."